Event description:
It was reported that it became unable to pace during use and the catheter was removed. Upon initial insert, there was no problem pacing; however, after the catheter was inserted for awhile the catheter was ¿unable to pace." There were no patient complications reported.

Manufacturer narrative:
The catheter is not available for evaluation. Without return of the product, it is not possible to confirm the complaint or determine if damages or defects were present on the product. Lot number was not provided, therefore review of the manufacturing records could not be completed. It is not known if any clinical factor may have contributed to the event. No other actions will be taken at this time.